Event description:
Info received indicates the head end casters are swiveling after the brake is engaged.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.